Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to customer's blood glucose. The customer was instructed by technical support to load a new cartridge, which was unsuccessful as the alarm recurred. As a corrective action, technical support decided to replace the pump. The pump was under warranty, and the customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued. Technical support confirmed the shipping address and instructed the customer on putting the pump into storage mode before returning it with a pre-paid label within 10 days.